Event description:
The pt was a type 1 diabetic who was using the tandem t:slim g4 pump. She was advised to make a basal rate adjustment by her physician. She inadvertently input a setting that was 10 times the amount that was recommended (she was advised to put in rates of 0.85 u/hr and 0.8 u/hr but instead put in 8.5 u/hr and 8.0 u/hr). There was no default safety setting that prevented the pt from inputting such high basal rates of insulin. She then ended up expiring from hypoglycemia secondary to this error. Investigation reveals that other insulin pump mfrs such as medtronic and insulet have default maximum basal and bolus settings to avoid this type of inputting error. If more insulin is required, the pt or provider must manually change the default safety settings. For tandem, the default settings allow a pt or provider to input up to 15 u/hr of basal insulin, which is a very large amount that would typically not be required by any diabetic. Pt was 14 weeks pregnant. She had a history of a provoked dvt many years prior. FDA safety report ID# (B)(4).